Event description:
The device was used during an unspecified procedure. Reportedly, the prong the holds that cartridge is either missing or defective. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.